Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service, the device's flow sensor assembly was found to be damaged causing a leak. The device's flow sensor assembly was replaced to address the issue.